Event description:
It was reported that during deployment of the superion indirect decompression system implant, the spindle cap broke and would not open further. The physician assessed there was thick bone, osteophytes, or other obstructions causing resistance. The physician confirmed all broken pieces of the implant were removed and a new device was used to complete the procedure. Proper placement of the new implant was confirmed with imaging taken in the field. The patient did well post operatively.

Event description:
It was reported that during deployment of the superion indirect decompression system implant, the spindle cap broke and would not open further. The physician assessed there was thick bone, osteophytes, or other obstructions causing resistance. The physician confirmed all broken pieces of the implant were removed and a new device was used to complete the procedure. Proper placement of the new implant was confirmed with imaging taken in the field. The patient did well post operatively.

Manufacturer narrative:
Analysis of the returned indirect decompression (ID) spacer revealed that the spindle cap was completely sheared off from the implant body. The damage to the implant indicates the break was likely due to deployment against resistance and/or manipulation of the position of the device by gear shifting of the inserter. A labelling review was performed, and it did not reveal any anomalies. Additionally, device breakage can occur when used with forced deployment and is noted within the instructions for use (IFU) as a potential complication associated with the use of the device.